Manufacturer narrative:
Customer technical support (cts) troubleshot, while on the phone, with customer and had the customer manually drain the baths using function m12-drn, bleach the waste pathway and drain using m12-drn. The customer ran rinse mix 3 times and they stated the baths were draining properly. The customer ran startups with passing results, ran controls and all results recovered in range. The customer had no further issues or questions and the call was closed. The field service was not dispatched to the customer site. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported a 10 ml leak of clear fluid coming from the at 8/10 analyzer, and the baths were overflowing while running controls. The customer was wearing gloves and a gown. There was no biohazard exposure to mucous membranes or open wounds. No medical attention was sought. Msds was reviewed. The facility has a risk management plan. No discrepant results were generated.